Event description:
It was reported that during use, the board only gave 2 compressions and then shut off and that manual CPR was administered. Two batteries were also returned for evaluation. This report pertains to the two batteries that were returned with the autopulse platform. The autopulse is covered in report #3003793491-2012-00152. No adverse event reported.

Manufacturer narrative:
Reported complaint of "the board only gave 2 compressions and then shut off" was not verified. The board was tested with a known good battery, it ran for 10 minutes with over 700 compressions. Although the battery passed the functional test, its power was close to the minimum required rating. Archive files indicated that the battery was not properly maintained. The battery was test cycled 11 times. Based on its age, the battery should have been test cycled 17 times. Furthermore, there was a 4 month gap between the 4th and the 5th test cycles. Therefore, the experienced event may have been caused due to improper maintenance of the battery. Battery (B)(4) was not involved in this incident. No adverse event reported.